Manufacturer narrative:
No dimensional discrepancies were identified and all material and processing specifications were to specification. Visual evaluation of the returned set screw using magnification indicated that the head received excessive torque which led to the fracture of the screw head at the bottom of the internal driver feature. Testing has shown that the torque required to deploy and lock the final locking plate as described in the system surgical technique is not sufficient to damage the screw in the manner observed. The reason for the excessive torque is not known. Note: the information contained in this report represents the most complete and up to date information available. It does not constitute any admissions, but presents the results of the investigation based on the information available. This is the final report. Should any additional details become available that impacts or changes the information contained in this report, a supplemental repot will be submitted.

Event description:
It was reported that during final tightening of the locking plate of the in:c2 anterior fixation plate, the top of the set screw sheared off. All pieces were removed and a different locking plate was used. There was no delay or modification of the surgical procedure and no patient impact.